Event description:
Hill-rom received a report from the account stating the patient was asleep in the bed and awoke when she felt her leg slipping off the bed and once it slipped off, the rest of her body fell off as well. The account confirmed the side rails of the bed were down at the time of the incident and the patient broke both her left and right femurs. The patient was transported to the university of kansas to have surgery to address the injuries. The bed was located in 2102 2ewa at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician examined the bed at the request of the account and could not find any malfunctions. He confirmed from the nursing staff that at the time of the fall the side rails were down. He confirmed that the side rails could be raised and locked in the upright position. There was no evidence of any malfunction and the device performed as intended. The side rails were down when the patient fell out of bed. Although side rails are not intended as a patient restraint, the use of the side rails is intended to be a reminder to the patient of the unit's edges.